Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg deemed inoperable. As a result, patient underwent surgical intervention where in the ipg was explanted and replaced resolving the issue.

Manufacturer narrative:
Correction: returned device analysis indicated it was not a product problem.